Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise occurred due to component failure of the universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that rigid video laparoscope had image noise. The issue was found during set up. There were no reports of patient harm.